Event description:
Packaging compromised. The corner of packaging curled up, package partially opened, not sterile. Used an additional catheter.====================== manufacturer response for uterine balloon catheter, gynecare======================return product for evaluation.